Event description:
Same case as 2134265-2011-00034. It was reported that following a coronary artery stenting treatment procedure restenosis occurred. The 100% stenosed lesion was 3.00 mm diameter in mid right coronary artery. The physician treated the lesion with pre-dilatation and implanting two (3.00x28mm and 3.50x28mm) taxus liberte stents without gap, and post-dilatation. Residual stenosis was 0%. Timi flow improved from 1 to 3. The patient was discharged without complications two days later on aspirin and clopidogrel bisulfate. 308 days post-index procedure, restenosis was confirmed. The patient did not have ischemic symptoms. The lesion located in proximal right coronary artery with a reference vessel diameter of 3.00 mm, a length of 8.0 mm, and visually 75% stenosis was treated with a cutting balloon. Residual stenosis became 10% and timi-3 flow kept through the procedure. The patient was discharged the next day.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) clinical study.it was reported that following a coronary artery stenting treatment procedure, restenosis occurred.the lesion being treated was in an unspecified vessel. An unknown size taxus liberte stent was implanted on an unknown date in an unknown location. In (B)(6) 2010, restenosis of the right coronary artery was discovered and stenosis of the distal circumflex was noted. A target vessel re-intervention was performed. No further patient complications were reported.

Manufacturer narrative:
Device is a combination productdevice evaluated by manufacturer:the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation could not be performed as the batch number is unknown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4)